Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported there was pocket discomfort as the pocket was ¿too low.¿ there was no catheter issue. No troubleshooting, intervention or other actions were taken other than the pocket revision.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was scheduled for a pump pocket revision on (B)(6) 2014; however, the reason for the revision was unknown to the reporter. The reporter didn¿t know if any diagnostic testing or troubleshooting was performed. It was also unknown if the patient had symptoms or complications associated with this event. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.